Event description:
It was reported that: we are facing issues with the syringe that are leaking again (there were some incident reports from this hospital in 2018). There is a lack of resistance with some plungers. For 2 incidents out of 3 there the patient had a dura-mater breach. Clinical consequences: the anesthetist had to open another kit, there is a waste of time and a financial cost.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported there was no resistance due to a leak with the lor syringe. The customer returned one 10ml plastic lor syringe and lidstock. The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 4, section 7.2-positive pressure leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. The returned lor syringe was compared to a lab inventory syringe by sliding the plunger into the barrel of the syringe. The resistance of the returned lor syringe was comparable to the lab inventory syringe. The luer end of the returned syringe was capped with the plunger completely inserted. An attempt to remove the plunger from the barrel was performed. The plunger seal snapped back when attempting to remove from the barrel. This was also performed with a lab inventory syringe with the same results. This indicates the plunger seal was creating a vacuum with no issues. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per (B)(4) (released 03-dec-2018), supplier ((B)(4)) made the following changes: kz-05501-002 luer plastic lor syringe: changed plunger material from profax 535 to profax 531. Changed to new plunger tool. Changed to new mold for blue stopper. Changed molding location for the plunger and the blue stopper as follows. Plunger: from fleimaplastic in germany to gpe, germany. Blue stopper: from et, germany to psilkon, germany. These effective changes did impact product design and material. The reported complaint of no resistance due to a leak could not be confirmed based on the sample received. The returned lor syringe passed functional testing including a leak test. Also, the returned lor syringe when compared to a lab inventory syringe had comparable resistance when sliding the plunger into the barrel of the syringe. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: we are facing issues with the syringe that are leaking again (there were some incident reports from this hospital in 2018). There is a lack of resistance with some plungers. For 2 incidents out of 3 there the patient had a dura-mater breach. Clinical consequences: the anesthetist had to open another kit, there is a waste of time and a financial cost.